Event description:
It was reported that the customer was hospitalized for dka. Prior to the event, the customer stated that the replacment pump arrived, but waited a few days before using it. Additionally, the customer noted that about two days later customer went into dka. It was verified that the programming and histories were accurate. Troubleshooting was done and the pump passed the prime test. The customer stated that their md had not allowed customer to resume using the pump. Furthermore, it was indicated that the md believes the pump is not functioning properly. No further details.